Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. In addition the cartridge pan was noted to be dislodge from the cartridge and lodge inside the device channel, and with the spring cartridge lockout missing. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a pneumonectomy procedure, the device was used to cut and staple a portion of the lung with the first reload without any problem. When a second reload was used, under the portion of the reload got stuck in the jaws of the stapler. After several attempts, only a portion of the reload was removed from the stapler. The metallic bottom of the reload remains in the jaws of the instrument and renders the stapler unreloadable/unusable. After several attempts to remove the reload properly from the instrument, they opted to open a new instrument and thus continue the procedure with a new device. No consequence to the pt was reported.